Event description:
A group of imprecise creatinine results was obtained on patient and qc samples. Results were reported to the physician who questioned the results. Results were reported to only one digit of precision. It is unknown if patient treatment was altered or prescribed as a result of the imprecise creatinine results. There was no report of adverse health consequences as a result of the imprecise creatinine results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the imprecise creatinine results is user error. The account set the digits of precision setting to one (1) which provided results in a one digit of precision value only. The low setting of digits of precision cause results to be rounded with resulting imprecision at low analyte and high analyte values. The siemens healthcare diagnostics inc. Technical service center representative instructed the account to correct the digits of precision setting. The instrument is performing within specifications. No further evaluation of the device is required.